Event description:
This lead was explanted and replaced due to high impedances. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis, in between a segment of insulation body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed tissue residuals and coagulated blood in the lead tip. Thus an infrared spectroscopy was performed. The analysis results suggest a build-up of calcified tissue at the lead tip. This finding might have contributed to the high impedances mentioned in the complaint description. During further analysis the lead demonstrated multiple severe damages which most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.